Event description:
It has been reported to co that during the procedure the plunger of this device was defective. Reportedly, the "plunger is blocked". The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.